Event description:
A malfunction was reported on the insulin pump by the caller. The impact on the customer's blood glucose level was not clearly reported, as the caller declined to provide specific information. Tandem technical support arranged to send a replacement pump and advised the caller on steps to follow upon its receipt, including returning the problematic pump. The customer was also instructed to use injections via mdi as a backup therapy.